Event description:
It was reported the right ventricular (rv) lead had high thresholds, low pacing impedance, oversensing and high rate episodes recorded that appear to be noise. It was further reported there was loss of capture at max output in the bipolar configuration but the lead was able to capture in unipolar. The right atrial (ra) lead is reported to have high thresholds, oversensing and high rate episodes recorded that appear to be noise. The patient further reported feeling pocket stimulation. The rv lead was capped and the ra lead was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5076-35 lead, implanted: (B)(6) 2002. (B)(4).